Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable.

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the instrument broke during the course of normal use.

Event description:
Additional information was received: a. What is the event date? As I said in my original complaint: ¿there have recently been a number of their consigned instrument trays taken out of circulation due to broken or damaged instruments. The broken or damaged instruments have been disposed of either in theatres or in cssd and the trays set aside, so I don¿t have any details on what happened with any of them, other than they were damaged or broken in the course of normal use.¿ these trays were taken out of circulation by the hospital, not by me, so I don¿t have any information as to when they did so. There are multiple trays and therefore probably multiple event dates, but none of the dates have been recorded by the hospital. B. Please clarify what you mean by damaged? Is it broken into two pieces, dull, bent, cracked, stripped, worn, scratched, cross threaded or any device interaction issues? Again, I don¿t have any information on this but I can speculate that the drills probably got blunt or broke, the tibial impactors probably broke into 2 pieces (we¿ve had many of these break in half when they get old), the poly insert impactor probably cracked as it is plastic, and the 2 drivers probably stopped holding the drills properly. This is all guesswork based on failure modes that seem most likely for these instruments.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.